Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("my energy level will return"), vaginal haemorrhage ("light spotting") and constipation ("constipation") and was found to have weight increased ("I am hoping that I lose some weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, asthenia, vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal pain lower, asthenia, constipation, vaginal haemorrhage and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events 'cramping', 'light spotting' and 'constipation' were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("my energy level will return"), vaginal haemorrhage ("light spotting") and constipation ("constipation") and was found to have weight increased ("I am hoping that I lose some weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, asthenia, vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal pain lower, asthenia, constipation, vaginal haemorrhage and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events 'cramping', 'light spotting' and 'constipation' were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I have had my hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I am hoping that I lose some weight") and experienced asthenia ("my energy level will return"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased and asthenia outcome was unknown. The reporter considered asthenia, medical device removal and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I have had my hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight increased ("I am hoping that I lose some weight") and asthenia ("my energy level will return"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased and asthenia outcome was unknown. The reporter considered asthenia, medical device removal and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia" incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("my energy level will return"), vaginal haemorrhage ("light spotting") and constipation ("constipation") and was found to have weight increased ("I am hoping that I lose some weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, asthenia, vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal pain lower, asthenia, constipation, vaginal haemorrhage and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events 'cramping', 'light spotting' and 'constipation' were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("my energy level will return"), vaginal haemorrhage ("light spotting") and constipation ("constipation") and was found to have weight increased ("I am hoping that I lose some weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, asthenia, vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal pain lower, asthenia, constipation, vaginal haemorrhage and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("my energy level will return"), vaginal haemorrhage ("light spotting") and constipation ("constipation") and was found to have weight increased ("I am hoping that I lose some weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, asthenia, vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal pain lower, asthenia, constipation, vaginal haemorrhage and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: weight increased, medical device removal, asthenia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events 'cramping', 'light spotting' and 'constipation' were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.